Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. This ICD was explanted before data analysis was complete, and the subsequent data analysis found this pacemaker to have normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update the evaluation conclusion code to no problem detected, as device data found the device to have normal battery depletion.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. This ICD was explanted before data analysis was complete, and the subsequent data analysis found this pacemaker to have normal battery depletion. No additional adverse patient effects were reported.